Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported lot number, ceo1236372007, could not be validated as a synthes lot number. Date of implant was reported as an unknown date during 2010. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right femoral nail broke. On an unknown date during 2010, a female patient was implanted with a right femoral nail, helical blade and distal screw. On an unknown date the nail broke distally to the hole of the helical blade. On (B)(6) 2015, the implants were removed and the patient was revised. The procedure was uneventful. This report is 1 of 1 for (B)(4).